Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified malfunction occurred. The date of the event is an approximation. The patient stated that he went to the hospital several times last year around 2024, but could not recall the exact number of visits, specific dates, or the details of the malfunction that led to those hospital/ER visits. He explained that his life became hectic, which has affected his ability to remember the events clearly. The patient was unable to provide bg meter or cgm readings from those incidents and could not recall the treatment or medications administered during his hospital stays. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.